Event description:
Patient about to have a MRI of his spine when his nurse couldn't get the normal saline to flush through the microclave netural displacment connector (luer lock) which was attached to the patient's PICC line. The saline actually sprayed out the side of the luer lock. Nurse did check to see if the luer lock was securely tightened to PICC line and it was. Nurse removed the microclave neutral displacement connector and injected saline directly through the patient's PICC port (which is acceptable). No injury to patient. Patient did have MRI as scheduled. Luer lock was removed from the PICC line and sequestered. No apparent injury to patient. ***our facility is trialing this particular luer lock because it has a patented design with a reverse split septum which creates a dedicated internal fluid path which prevents fluid from gathering in the silicone housing. This protected fluid pathway supposedly creates a barrier to bacterial ingress.